Event description:
It was reported that the patient was transferred to the bathroom by using the passive floor lift and sling. When the caregiver was drying patient hair the sling strap ripped off. As a consequence of the event patient fell out from the device and hit her head on the device mast and landed on the floor. After the event the patient was took to the hospital. A computed tomography scan showed that patient sustained subdural brain bleed. The sling that was used during the incident was very old. Label was not visible so it was not possible to confirm the manufacturing date, model and serial number. According to the technician the sling might have been even 20 year old. Customer admitted the condition was not checked before use.